Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, that shaft fracture occurred with the 3.50 x 16mm taxus express2 stent. The customer reported that "while loading the device over the wire, the sds broke in half outside the pt." Another of the same device was then pulled and being advanced through the guide catheter when the shaft kinked. "Another of the same size sds was used to complete the procedure successfully." There were no pt complications reported.